Manufacturer narrative:
Event eval: still under investigation.

Event description:
During a procedure to remove a biliary stone from a male patient, age not provided, the basket wire separated from the handle in the body of the patient. The size of the biliary stone was re-evaluated by the physician and it was decided to perform a surgical operation in order to remove the biliary stone. (B)(6) 2013: during this surgical procedure (for the biliary stone removal), a foreign body (identified as a wire from the basket) was removed from the pt during this surgical procedure.